Event description:
During implant procedure, the device was interrogated and was found in back up mode. The device was not implanted and a new device was successfully implanted to resolve this event. The patient was stable with no consequence.